Event description:
While withdrawing device the tip broke off outside the body, it potentially could have broken off in a lung.======================manufacturer response for transbrochial aspiration needle, excelon (per site reporter).======================they would like the device back, which we will almost certainly do after our rca.